Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was experiencing poor communication. The patient reported that they could not get the implant to charge. They confirmed the ¿reposition antenna¿ on the recharger screen using the recharger. The patient reported they kept repositioning it and had done it for 3 days now, but it would not do anything. They stated that the implant was totally dead. The patient confirmed the patient programmer also showed the ¿poor communication¿ screen. They reported they last had stimulation 3 days ago and were last able to successfully charge the device 4 days ago. The patient was instructed to reposition the antenna over the ins but it did not resolve the issue and they received the ¿reposition antenna¿ icon screen. The patient was instructed to follow-up with their healthcare professional (hcp). No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient's ins is showing signs of overdischarge, but patient claims stimulation was on 4-5 days ago. The rep stated the patient tried to charge 4-5 days ago couldn't. The rep requested to obtain ins recharger (insr) stats to see if any useful info could be obtained. The rep was walked through accessing stats which showed last recharge session was (B)(6) 2017 and data showed all zeros with battery voltage at 3.715. The patient has failed to charge since (B)(6) power-on-reset (por). The patient's ins went into overdischarge due to lack of charging. A physician recharge mode (prm) was performed and por was cleared. This was the patient's first strike. The issue was resolved at the time of the report. No further complications were reported. No patient symptoms were reported. Additional information was received from a healthcare professional (hcp) and a consumer regarding the patient. It was reported that the patient was seen on (B)(6) 2017 by both the doctor and a representative (rep) in the office. The hcp reported that the spinal cord stimulation (scs) was reprogrammed today by the rep. They stated that the patient thought they were charging but they were not looking at the screen. The patient had not actually charged in 3 months which was why it was not working. The hcp reported that once the rep charged the device and got it working again, they were able to get coverage of "lle" only. The coverage of the "rle" occurred only with turning stimulation to a high level. No further complications were reported.